Manufacturer narrative:
(B)(4)

Event description:
It was reported that during scheduled follow-up, non-sustained oversensing was observed on stored egm. Physician decided to monitor the lead through close follow-ups. Patient will be provided with home monitoring system.

Event description:
New information received notes that after the merlin.net transmission showing noise on the lead was received, the physician performed a fluoroscopy and no lead insulation anomaly was noted. Lead was capped and replaced on (B)(6) 2017.

Event description:
New information received notes that the patient's condition during and post-procedure was good.